Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead replacement procedure, physician decided to electively replace the device because the pocket was open. When the physician tapped the new can after tightening the leads, oversensing and inhibition on the rv channel was observed. When the chronic device was tapped after attaching the leads, there was no oversensing. Since the chronic device was having several years of longevity, physician decided to close the pocket with chronic device attached to the new ra, rv leads, and the chronic lv lead. The patient was fine in the recovery room after the case.